Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the device was not detecting the loss of battery energy and could no longer be relied upon to determine the depletion status of the device. Boston scientific technical services (ts) consultant recommended device replacement within seven days. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device is not expected to return for analysis. The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
This report will be updated if additional information becomes available. Ssv

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the device was not detecting the loss of battery energy and could no longer be relied upon to determine the depletion status of the device. Boston scientific technical services (ts) consultant recommended device replacement within seven days. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device is not expected to return for analysis.